Event description:
Obc placed to patient regarding ivr malfunctioning pumps, per (B)(6) supervisor, she stated both pumps have been malfunctioning, and that she has to restart them to get them going. Pt states one of her pumps gave her a numerical error message and the other said something along the lines of "remove all power sources", but not sure which one gave her the problem and wanted to replace both to be safe. Pt already received replacement devices and feels safer using the replacement devices - will return the other two devices on hand. Advised to contact pharmacy as soon an issue start since pharmacist will attempt to troubleshoot if possible. Pt v/u and no other questions. No issues arose from malfunctioning pump. No side effects reported from this incident. Dose or amount: 32ng/kg/min. Frequency: daily. Route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.